Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted. Approximately 28 months post procedure patient died due to heart failure. Death was classified as cardiac death.